Event description:
These bags leak gas at the point where the bag fits onto the plastic housing assembly. The leak is enough to cause an unintended limit to the peak inspiratory pressure. Co found that an adhesive was not being applied and that they now visually check every bag for the presence of the adhesive. Hospital's clinical engineering dept now tests every ambu bag or leaks as they come in new. Hosp is still finding bags that leak even though cardinal states that they are inspecting them. Finding that about 4% of the bags checked fail the leak test.